Manufacturer narrative:
(B)(4). In this case, there was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to mfg, design or labeling.

Event description:
Device issue: none. Adverse event: dissection requiring medical intervention. Onset of adverse event: during the procedure. It was reported that after implantation of a xience v 2.5x15 at 14 atmosphere in a lesion located in the distal circumflex, an edge dissection was observed at the distal end of the stent. An unidentified 2.25 x 8 stent was used to cover the dissection. There were no additional pt effects. No additional event or pt info was provided.